Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and replaced the integrated electro surgical unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and error m-02-3 was reproduced when running in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were having issues with the integrated electro surgical unit (iesu) erbe generator as a m-02 error was displayed. The customer was not able to use a megadyne bovie pen, so they used the bovie pen with a third-party generator without issue. The monopolar and bipolar instruments were working at the time of the event. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.